Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and a hemostatic valve separation occurred. It was initially reported the patient had a cardiac effusion. The reporter explained that a slight effusion was noted at baseline, prior to the procedure. After the ablation was complete the physician checked the effusion and noted that it was slightly larger than what was recorded at baseline. The physician called in a cardiac interventionalist for a second opinion and the caller stated that it was the opinion of the second physician that the effusion was "not coming from the left atrium. The physician, to be cautious, recommended a limited cardiac echo; the results of which were not available at the time of the call. The patient was stable at the time of the call. No other medical intervention was provided as of the time of the call. Additional information was later provided indicating that after further inspection, it was determined that there was no adverse event, and no intervention was taken. As such, this will not be considered an MDR reportable adverse event/serious injury. It was also reported in that same case that when using the carto vizigo¿ 8.5f bi-directional guiding sheath - small, the hemostatic valve separated from the sheath. The sheath was replaced and the procedure continued. Additional information was later received describing the hemostatic valve became detached from sheath, but it did not break into two or more separate pieces. Issue occurred as the sheath was being used on the patient. Air did not enter the patient¿s body. This issue did not require percutaneous or surgical removal. The patient¿s hemodynamics were not compromised due to bleeding. No medical intervention was required to stop the bleeding. As such, this event has been assessed as MDR reportable for the hemostatic valve separation malfunction.

Manufacturer narrative:
On (B)(6)-2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)

Manufacturer narrative:
It was also reported in that same case that when using the carto vizigo¿ 8.5f bi-directional guiding sheath - small, the hemostatic valve separated from the sheath. The sheath was replaced and the procedure continued. Additional information was later received describing the hemostatic valve became detached from sheath, but it did not break into two or more separate pieces. Issue occurred as the sheath was being used on the patient. Air did not enter the patient¿s body. This issue did not require percutaneous or surgical removal. The patient¿s hemodynamics were not compromised due to bleeding. No medical intervention was required to stop the bleeding. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation . Visual inspection of the returned device was performed following bwi procedures. Visual analysis revealed that the hemostatic valve was not found inside the device. The hemostatic valve detachment could be related to the dilator wrongly introduced; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).